Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue of ¿intermittent image¿ was not reproduced during inspection. However, it is possible dust accumulated on the receptacle unit causing the loss of image. The cause for the dust accumulation was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited an intermittent image, (image flickers on and off). The issue was found during reprocessing. There were no reports of patient involvement.